Event description:
It was reported that during the beginning of a da vinci myomectomy procedure, while dissecting fibroids from the uterus, the permanent cautery spatula instrument stopped working. The surgical staff then noticed the instrument was broken at the elbow. As a result, the surgical staff undocked the system arm and cut the instrument tip off in order to remove the instrument from the cannula accessory. The instrument was replaced with another instrument of the same type. The surgical staff then noticed after a few minutes that the replacement permanent cautery spatula instrument was broken at the elbow. As a result, the surgical staff undocked the system arm and cut the instrument tip off in order to remove the replacement instrument from the cannula accessory.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the tip is not bent. Engineering also observed one grip cable is broken near the proximal clevis cable hole and the inside of the clevis hole has a metal strand stuck to it. Based on the engineering evaluation, a likely failure mode was tensile loading of the instrument combined with high grasping force, causing cable wear on the proximal clevis hole. No other damage found. The following medwatch reports listed below were also sent to the FDA and are related to this case. 2955842-2008-00048, 2955842-2008-00049.